Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.16ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). No backflow was noted throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011, at 1226, line a was programmed to deliver at a rate of 20ml/hr, with a vtbi (volume to be infused) of 900ml, and the delivery was started. At 1227, line b was programmed in the concurrent mode, to deliver at a rate of 1.6ml/hr with a vtbi of 80ml, and the delivery was started. At 1352, line b was reprogrammed to deliver at a rate of 3ml/hr, with a vtbi of 3ml, and the delivery was started. At 1444, the device alarmed n230 (prox air, backprime). Backpriming was started and stopped twice. Between 1447 to 1452, the device alarmed 3 times for n102 infuser idle 2 minutes. At 1456, the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of IV fluid from the secondary line into the primary line. Line a of the pump was programmed to deliver 1000ml of dextrose 10% at a rate of 20ml/hr. Line b was programmed to deliver an unspecified concentration of insulin in 100ml, at a rate of 3ml/hr and the deliveries were started. No further programming parameters were provided. After approximately 2 hours, the nurse noted that the insulin container was empty and the dextrose container "appeared to have more solution in it when it should have had less." There were no reported adverse pt effects. No medical interventions were required. The customer contact indicated that the pt's blood sugar results remained within the required parameters. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided.